Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (wires broken near connector) has been confirmed. Upon eval, the trunk cable connector was cracked and all wires were cut. The cause for the damaged connector and cut wires cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's electrode belt wires were coming apart at the connector. The pt was issued a replacement electrode belt.